Event description:
On 21feb2018 a patient (pt) reported a diagnosis of corneal ulcer in the right eye while wearing the acuvue oasys brand contact lenses in (B)(6) 2017. The pt reported the corneal ulcer was hard to heal and pt did not return to contact lens wear until after the new year. On 22feb2018 a call was placed to the pt and additional information was provided: the pt is an experienced wearer. The pt put in a new lens and experienced eye irritation and discomfort. The pt reported the suspect lens was removed and ¿cleaned¿ but it didn¿t help. The suspect lens was discarded. The pt wore glasses and by the end of the day the right eye was ¿swollen shut and puffy¿. The pt reported the corneal ulcer was on the ¿colored part of the eye¿. The pt also experienced light sensitivity. The pt was prescribed 2 antibiotics and steroids (name of the medications not known at the time) for ¿almost 6 weeks¿. Pt to provide the medication names via email. Pt was seen by ophthalmologist for 11 visits. The pt reported the corneal ulcer resolved and was cleared to return to contact lens wear in (B)(6) 2018. On 22feb2018 an email was received from the pt and additional information was provided: the pt was prescribed moxifloxacin 0.5 every 2 hours around the clock for about 10 days; then every 4 hours. Pt was also prescribed bacitracin ophthalmic ointment qid in addition to the moxifloxacin. After 3 ½ half weeks, the ophthalmologist added prednisolone acetate 1% tid. The pt reported the od ¿felt swollen for about 5 weeks¿. On 26feb2018 a call was placed to the pts treating ecp and additional medical information was requested. On 16mar2018 the pts medical records were received via mail: date of visit: (B)(6) 2017, chief complaint: eye pain, hpi: yesterday a.m. Noticed irritation under contact lens right eye. Pt removed lens and has not worn since. Late afternoon yesterday she noticed light sensitivity and increased redness and swelling od. This a.m. Has continued light sensitivity, redness and when looks in the mirror notices a white spot in the eye. Current outpatient prescriptions: vigamox: 0.5% ophthalmic solution, indications: bacterial corneal ulcer infection. 1gtts while awake x 24 hours, then q3hr while awake base eye exam: visual acuity: right: 20/60; correction: glasses pupil: right: perrl, slit lamp and fundus exam: external exam: right: normal. Sle: lid/lashes: right: dermatochalasis: upper lid, 1+ edema, right: 3+ injection, cornea: right: 1.5 mm dense infiltrate midperipheral 2:00 with surrounding cell and mild epi-defect anterior chamber: right: 1+ cell, iris: right: round and reactive. Refraction: wearing rx, right: sph -10.75, cyl +0.75, axis 148, add +2.50. Assessment/plan: diagnosis: cornea ulcer, right, throw out ctl solution, case, vigamox q2hr wa x 24 hours then q3hr wa, iritis of right eye, due to corneal ulcer, consider steroid once epi defect healed. Rtc increased redness, pain, or worse vision. Return in about 5 days (around (B)(6) 2017) for cornea check or sooner prn. Date of visit: (B)(6) 2017: pt presents today for f/u: corneal ulcer/iritis od. Od feeling better still very sensitive to sunlight, waters and is red nasal corner. Ocular medications: vigamox q2h while awake od, systane bid ou, ocular history: corneal ulcer/iritis od. Current outpatient prescriptions: vigamox: 0.5% ophthalmic solution, indications: bacterial corneal ulcer infection. 1gtts while awake x 24 hours, then q3hr while awake, base eye exam: visual acuity: right: 20/25-2; correction: glasses. Tonometry: right pressure: 17. Slit lamp and fundus exam: external exam: right: normal, lids/lashes: right: mild ptosis/edema, conjunctiva: right: 2+ injection, cornea: right: 1 mm infiltrate 1:00 with minimal epi defect, anterior stromal scarring, anterior chamber: right: deep and quiet, iris: right: round and reactive. Assessment/plan: corneal ulcer, right; improving slowly; decrease vigamox q3hr; add bacitracin ung bid, iritis of right eye ¿ resolved. Rtc increased redness, pain or worse vision, return in about 4 days (around (B)(6) 2017) for cornea check or sooner prn. Date of visit: (B)(6) 2017: pt presents today for f/u; 4 day f/u corneal ulcer od. Was doing better but today was rubbing both eyes, ocular meds: vigamox q3hr; bacitracin ung od bid, ocular hx: corneal ulcer od; iritis od ¿ resolved, base eye exam: visual acuity: right: 20/100, visual acuity #2: right 20/40+2; comments: recheck after stopped tearing, slit lamp and fundus exam: external: right: normal, lids/lashes : right: normal, conjunctiva: right: 3+ injection superior and nasal, cornea: right: 1 mm infiltrate 1:00 with minimal epi defect, anterior stromal scarring, anterior chamber: right: deep and quiet, iris: right: round and reactive, assessment/plan: corneal ulcer, right; healing slowly csm. Consider steroid on f/u, return in about 5 days (around (B)(6) 2017) for k check or sooner prn. Date of visit: (B)(6) 2017: pt presents today with chief complaint of corneal ulcer od, hpi pt returns for corneal recheck for corneal ulcer od, od feeling better; va a lot better; photophobia improved, ocular meds: vigamox q3hr od; bacitracin ung od bid. Ocular hx: corneal ulcer od; iritis od ¿ resolved. Current outpatient prescriptions: prednisolone (predforte), 0.1 % ophthalmic suspension, administer 1 gtts into the right eye 2 times a day. Base exam: visual acuity: right: 20/40 tonometry: right pressure 17, pupils: right: perrl, slit lamp and fundus exam: external: right: normal, sle: lids/lashes: right: normal, conjunctiva:, right: 1+ injection superior and nasal, cornea: right: anterior stromal scarring 1:00, anterior chamber: right: deep and quiet, iris: right: round and reactive. Assessment/plan: cornea ulcer, right; improved, decrease vigamox qid, cont baci bid, add pf bid od rtc increased redness, pain or worse vision return in about 1 week ((B)(6) 2017) for k check or sooner prn. Date of visit: (B)(6) 2017 pt presents today for f/u; hpi corneal ulcer od. Od feels better decreased light sensitivity and decreased swelling. Od feels wnl. Ocular medications: vigamox q4h. Bacitracin bid od, pf bid od. Ocular history: corneal ulcer od, iritis od. Current outpatient prescriptions: vigamox; predforte 1% ophthalmic suspension, 1gtts into right eye 2 times a day. Base eye exam: va: correction: glasses. Tonometry: right pressure 20. Slit lamp: external exam: right ¿ normal. Lids/lashes: right: normal. Conjunctiva: right: white and quiet. Cornea: right: anterior stromal scarring 1:00. Anterior chamber: right: deep and quiet. Iris: right: round and reactive. Refraction: right sph -10.75 cyl +0.75 axis 148 add +2.50. Assessment/plan: corneal ulcer, right; resolved with scarring; d/c bacitracin ung; d/c pf; d/c vigamox. At prn. Ok to resume new ctl wear after 1 day if eye feels wnl. Return in about 8 months (around 8/13/18) for dilated exam, cl check, or sooner prn. No additional medical information has been received, no additional information is expected. The suspect lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00nqrl was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.